Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Based on the available information, the reported event could be confirmed. If at least one phase of the three phases l1, l2 and l3 is disconnected for any reason (e.g. Tripped fuse in the sub distribution of the aquabplus power supply or caused by an internal defect of the main power switch), operating mode supply cannot be performed, because either the main power switch thermally trips caused by a too high current per phase during pump start, or the thermal overload relay (motor circuit breaker) trips, because phase failures will be detected accordingly. After a release of the thermal overload relay, it must be reset manually by pushing the reset button of the relay. The biomed technician reported that a reset of the thermal overload relay was not necessary. But it has been reported that the thermal overload relay was replaced. Fuses with a fuse rating of 25 a / 240 v were installed in the sub distribution of the power supply box, which is a higher fuse rating than the specified overcurrent protection of maximum 20 a in the installation instructions for aquabplus. The issue was solved by replacing the main power switch and the wire connection between main power switch and contactor. The failure root cause, why the main power switch initially tripped, could not be identified. The device history record related documentation has been reviewed. The device has been found to be conform to the specification and has been released without any discrepancies. For the final inspection the device was tested on functionality. For that purpose the machine was connected to a water supply circle and a test program assures that all operating modes and field circumstances are tested appropriately. No indication for any relationship with the reported failure mode has been found during the review.

Manufacturer narrative:
Manufacturing site address.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility's biomedical technician reported an aquab plus 2500 device had heat damage to the main power switch and wires from it to the contact relay and the reverse osmosis (ro) would not turn on. The biomed stated that they observed a burning smell and found that the wires were burned. The biomed confirmed that there was no smoke, spark, flame, arcing, or any other visible heat or electrical damage related to the reported event. The main power switch replaced to resolve the issue and the device was returned to service. The biomed confirmed that there was no harm to any patients or individuals because of this malfunction. The power switch was discarded by the biomed and not available to be returned to the manufacturer for evaluation.